Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized on the same day of onset for the peritonitis event. The cause of the peritonitis event was unknown. On the same day of onset, the patient was treated with injection (inj.) Meropene (1.5 gram frequency and route not reported) and inj. Heparin (1000 units in each bag for a duration of 3 days, route not reported) for peritonitis. It was reported that the patient was recovering from the event. Action taken with dianeal and extraneal therapies was unknown at the time of this report. No additional information is available.